Manufacturer narrative:
The edwards esheath introducer set was not returned for evaluation. A review of the device history record (DHR) work orders did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint codes. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. The inspections and tests support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. Device imagery or pictures were provided and show the condition of the device after being used in the procedure. The sheath was fully expanded as designed, but the distal tip appears to be torn and still attached to the sheath distal end. The label/instructions for use (IFU) training for commander delivery system, device preparation manual, and device procedural manuals were reviewed. Per caution: visually inspect all components for damage. Ensure the delivery system is fully unflexed and the balloon catheter is fully advanced in the flex catheter. To prevent possible damage to the balloon shaft, ensure that the proximal end of the balloon shaft is not subjected to bending. For iliofemoral artery access, the transcatheter heart valve (thv) should not be advanced through the expandable sheath if the sheath tip is not past the aortic bifurcation to minimize the risk of damage to the vessel(s). To prevent possible leaflet damage, the thv should not remain in the expandable sheath for over 5 minutes. The physician must verify correct orientation of the thv prior to its implantation; the inflow (outer sealing skirt) of the thv should be oriented distally towards the tapered tip. Remove stylet from the tapered tip and gently flush the guidewire lumen. Be careful not to bend the tip at any point after this step. Keep thv hydrated until ready for implantation. No IFU/training deficiencies were identified. Although the complaints for "general risks - failure - sheath distal tip torn" and "introduce and navigate system through sheath / access vasculature - resistance between system components - difficulty advancing through sheath" were confirmed, a complaint history is not required, as the issue has been previously identified in product risk assessment and corrective and preventative action, which captures root cause analysis for the issue. There was no evidence of product non-conformance or labeling/IFU inadequacies identified in the evaluation. Edwards continues to monitor complaint history on a monthly basis. Therefore, the review of risk management file is complete, and no further action is required. The complaints for and "introduce and navigate system through sheath / access vasculature - resistance between system components - difficulty advancing through sheath" and "general risks - failure - sheath distal tip torn" were confirmed per provided imagery. However, no manufacturing nonconformance was identified during evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigation supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. Complaint description stated "a slight resistance was confirmed on fluoroscopically when a sapien 3 valve passed through the tip of the esheath at the descending aorta. After removal of the sheath, damage of the tip of the sheath was observed." Per imaging evaluation, the sheath distal tip was torn. The failure mode is characteristic of sheath tip tear events identified in pra. While a definitive root cause was unable to be determined, investigation documented in the pra indicates that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. Additionally, it was reported that the patient access vessel had presence of tortuosity and calcification. Per the procedural training manual, "push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification". Tortuosity can lead to non-coaxial alignment between the crimped valve and the sheath, which may lead to increased resistance or an increased potential for the valve struts to catch onto the sheath distal tip during advancement. Calcification can create a challenging pathway during insertion and can contribute to resistance during expansion. The complaint for "general risks - failure - sheath distal tip torn" was confirmed. However, no manufacturing nonconformance was identified during evaluation. The failure mode is likely related to improper expansion of the sheath tip during thv advancement and/or patient factors (tortuosity, calcification). However, a definitive root cause was unable to be determined. Product risk assessment has been previously initiated to document investigation and assess associated risks for the issue. A corrective and preventative action captures process improvement activities regarding tip expansion which were identified during previous investigation. The complaint for "introduce and navigate system through sheath / access vasculature - resistance between system components - difficulty advancing through sheath" was confirmed. However, no manufacturing nonconformance was identified during evaluation. The failure mode may be related to improper expansion of the sheath tip during thv advancement and/or patient factors (tortuosity, calcification). However, a definitive root cause was unable to be determined. Pra has been previously initiated to document investigation and assess associated risks for the issue. A CAPA captures process improvement activities regarding tip expansion which were identified during previous investigation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. In this case, there was no allegation or indication a product deficiency malfunction contributed to this adverse event. The cause of the resistance or difficulty advancing through the sheath was confirmed. However, available information suggests that improper expansion of the sheath tip during thv advancement and/or patient factors (tortuosity, calcification) may have contributed to the reported event. In this case, there was no allegation or indication a product deficiency malfunction contributed to this adverse event. The cause of the sheath distal tip torn is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear.

Event description:
As reported by an edwards lifesciences affiliate in (B)(4), during a transfemoral transcatheter aortic valve replacement (tavr) in the native aortic position, slight resistance was confirmed on fluoroscopy when the sapien 3 valve passed through the tip of the esheath. After removal of the sheath, a distal tip tear was observed.

Manufacturer narrative:
Investigation is still ongoing. Device was discarded.